Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebn0952 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the PICC line kinked below the reverse taper. No patient injury was reported. This report addresses catheter two.